Event description:
Customer alleged finding the plastic melted on the top corner of the inform base unit. No adverse event reported. A request was made for the return of suspect device and replacement product was sent.